Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl. A bolus via the pump was delivered to address the high bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. The customer reported the cause of the high bg was unrelated to the pump or supplies, but was due to an error in diabetes management. The customer did not provide further information. The customer was discharged 2 days later with the high bg and dka resolved.